Event description:
Reporter noted unplanned anterior vitrectomy required during cataract phaco procedure (cause of posterior capsule rupture was not provided). Calling only for assistance with set-up of vitrectomy handpiece. Stated there was no patient injury.

Manufacturer narrative:
Customer noted surgeon was not familiar with the vitrectomy handpiece; only wanted information. Assisted customer with set up. No service call required.